Event description:
It was reported that during an unknown procedure, the device was locked out at the first firing. When the other new cartridge was loaded into the device, the device functioned properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Release button. The (B)(4) device was returned with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.